Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had adaptive stimulation, however since adaptive stimulation was program on 2019-05-21, it didn't seem to be working properly. The patient reported that when she changed postures, the setting would be stronger and it had shocked her. The patient reported that she had lowered the settings for all the positions. The patient reported that the controller showed stimulation was on, confirmed the therapy was on and adaptive stimulation was enabled. The patient reported that she would prefer to meet someone in person to check the settings and troubleshoot rather than work over the phone. No further complications were reported.